Event description:
Allegedly, the plate broke and was revised. Implantation site/procedure-metatarsophalangeal. Date of original surgery: (B)(6) 2012 and date of revision: (B)(6) 2014.

Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete.